Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 437 mg/dl and 136 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not able to be tested as a new issue was observed. Meter powered on with button depression. Meter did not power on with strip insertion. Further investigation was conducted and the meter was dis-assembled. During visual inspection of the strip port, blood contamination was observed on the port pins.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 437 mg/dl and 136 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.